Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 330 mg/dl with a moderate level of ketones and the cause was not known. The pump supplies were changed multiple times. An insulin injection was administered to address the bg level. A pump system check was performed using the current supplies and no issues with the pump were identified. Upon follow up, the customer had changed the pump supplies and the bg level was 116 mg/dl.